Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Patient reported right knee revision procedure approximately two months post-implantation due to unspecified reasons. The patient was converted from a partial knee system to total knee system.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Patient reported right knee revision procedure approximately two months post-implantation due to dislocation of the poly bearing. The patient was converted from a partial knee system to total knee system.